Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086203. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_saline implants/ sal smooth rnd diap 300cc date of implant (B)(6) 2001 ) experienced autoimmune disorder (patient reported chronic fatigue syndrome and fibromyalgia). This case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the known saline device, unknown location